Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stapling the stomach, it appeared as the reload was fired however no staples appeared and there was no knife blade. A new reload was opened and was fired successfully to complete the case. There was no patient injury.